Event description:
It was reported that balloon rupture occurred. The 905 stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A symmetry balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 15 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the symmetry was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a pinhole at the edge of the proximal balloon cone. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. A visual and tactile examination identified no damage or issues with the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 905 stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A symmetry balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 15 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.